Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4) and protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer reports an indentation in her stoma where the stoma opening had been too small for her stoma and this area also bleeds at times but no bleeding noted at this time. She reports the area is painful at times. She said the stoma would sometimes become swollen and dark in color at times. No swelling or discoloration noted at this time.